Event description:
Physician reported reoperation due to right side capsular contracture of unspecified grade. Patient later reported right-side rupture confirmed via MRI and "hardness.". Later healthcare professional reported capsular contracture baker grade iii. Device was explanted and replaced. Unknown if returning.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Physician reported reoperation due to right side capsular contracture of unspecified grade. Patient later reported right-side rupture confirmed via MRI and "hardness.". Later healthcare professional reported capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28/jul/2010. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Physician reported reoperation due to right side capsular contracture of unspecified grade. Patient later reported right-side rupture confirmed via MRI and "hardness." Device remains implanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening, observed a missing piece of shell through microscopic inspection assessed as inconclusive . No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis ( non penetrating nick ) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Physician reported reoperation due to right side capsular contracture of unspecified grade. Patient later reported right-side rupture confirmed via MRI and "hardness.". Later healthcare professional reported capsular contracture baker grade iii. Device was explanted and replaced.

Event description:
Physician reported reoperation due to right side capsular contracture of unspecified grade. Patient later reported right-side rupture confirmed via MRI and "hardness." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.